Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's alarm sound was intermittently not annunciating. The customer reported experiencing intermittent, fluctuating blood glucose (bg) levels ranging from "low" to "high" on the continuous glucose monitor. Customer consumed carbohydrates to address low bg and administered a bolus via the pump to treat elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.